Manufacturer narrative:
H3. Analysis of wireless recharger product ID: wr9200, serial# (B)(6) revealed " error codes that were not persistent and do not impact the functionality of the wireless recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9200 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) wouldn't turn on. The circumstances that led to the reported issue were asked but unknown. The wr had not been exposed to heat, wasn't dropped, and didn't get wet. Patient representative said that the patient had charged their implant on monday and everything was fine but today when patient rep went to charge the patient's implant, the wr battery lights weren't on at all in when it was in the dock and the wr was unresponsive with no lights coming on when power button was pressed. During the call, the patient rep confirmed that the green light was on the dock, and a different electrical outlet was tried as well. Hard resetting the wr did not resolve issue. An email was sent to the repair department to replace the wr. No symptoms were reported.